Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-sep-2023. H6: investigation summary bd received two 20 gauge nexiva single port devices from lot 3059781 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that both units appeared to be used. The units had both decoupled from the tip shield and had cracked luer adapters. The cracks started from the threaded end of the luer until about 2/3 the longitudinal way of the luer adapter on unit 1 and a little less than 2/3 of the way on unit 2. These cracks were determined to be the cause of the reported issue. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that the cracks were caused by an issue during the molding process.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced (short description of event). The following information was provided by the initial reporter: mat#: 383516. Batch#: 3059781. You should see a midas below are photos of a cracked hub from a catheter used in the heart center. They said it¿s the second one, was bleeding all over and they discovered the crack. See image w/ line indicating crack and the package with lot.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced (short description of event). The following information was provided by the initial reporter: mat#: 383516 ; batch#: 3059781. You should see a midas below are photos of a cracked hub from a catheter used in the heart center. They said it¿s the second one, was bleeding all over and they discovered the crack. See image w/ line indicating crack and the package with lot #.